Manufacturer narrative:
A1 - patient identifier: (B)(6). A2 - age at time of event: the patient was 62 years old at the time of study enrollment.

Event description:
Elegance it was reported that the subject was diagnosed with recurrent in-stent restenosis 588 days post index procedure and underwent an elective revascularization procedure. The subject underwent treatment with the ranger drug coated balloons and eluvia drug-eluting stent on (B)(6) 2022 as a part of the elegance clinical trial. The target lesion was in the left proximal superficial femoral artery (sfa), left mid sfa extending up to left distal sfa. The target lesion had a 5 mm proximal reference vessel diameter, 5 mm distal reference vessel diameter, a lesion length of 80 mm, and was 100% stenosed and was classified as tasc ii d lesion. Prior to target lesion treatment with study devices, embolization protection device was placed using a non-boston scientific embolization protection device and pre-dilation was performed by using 5.0 mm x 200 mm charger balloon and a non-boston scientific cutting balloon. Treatment of target lesion was performed by dilation using of two 5.0 mm x 80 mm ranger drug-coated balloons study devices followed by the placement of 6.0 mm x 60 mm eluvia drug eluting stent study device. Post target lesion treatment was performed by placement of a non-boston scientific bare metal stent and dilation was performed by using two non-boston scientific balloons. Following treatment, the final residual stenosis was noted to be 0%. On the same day, the subject was discharged from hospital on dual antiplatelet therapy. On (B)(6) 2023, the subject presented with pain in the left leg possibly due to worsening vascular disease. Subsequently, subject underwent bilateral abi assessment: left leg resting abi was 0.83 which was suggestive of mild disease. Pulse volume tracing is suggestive of mild peripheral arterial occlusive disease. Tbi was 0.50 which is within abnormal range along with toe pressure 60 mmhg. Right leg abi was 0.90 which was suggestive of mild disease. Pulse volume tracing is suggestive of mild peripheral arterial occlusive disease. Tbi was 071 along with toe pressure: 85 mmhg. On (B)(6) 2023, subject underwent bilateral arterial duplex which revealed: left lower extremity: stent was noted in the proximal to distal superficial femoral artery and greater than 80% stenosis was noted in the proximal stent. Doppler measurements in left inflow stent proximal to distal sfa was 65 cm/s, left origin sfa stent was 99 cm/s, left proximal sfa stent was 422 cm/s, left mid sfa stent was 52 cm/s, left distal sfa stent was 55 cm/s, left outflow stent was 53 cm/s. Right lower extremity: 50 - 70% stenosis noted in the distal. On (B)(6) 2023, subject complained of worsening leg and foot pain along with numbness and tingling. On (B)(6) 2023, 588 days post index procedure, the subject was diagnosed with peripheral vascular disease and presented to hospital for elective procedure of revascularization. The subject underwent aorto-ilio-bifemoral angiography which revealed: left: patent in renal artery, internal iliac artery, external iliac artery, common femoral artery, popliteal artery, tibioperoneal trunk. 90% in-stent recurrent stenosis noted in superficial femoral artery. 100% stenosis noted in anterior tibial and peroneal artery. Right: patent in renal artery, internal iliac artery, and external iliac artery. 30-40% stenosis noted in the common iliac artery. 90% in-stent stenosis noted in the left proximal sfa was angioplastied using a non-boston scientific cutting balloon and a 6.0 mm x 2.0 mm small peripheral cutting otw balloon, followed by a 6.0 mm x 60 mm ranger drug-coated balloon. Post procedure, the final residual stenosis was noted to be 0%. The same day, the event was considered to be resolved and at the time of the event, subject was on clopidogrel.

Manufacturer narrative:
A2 - age at time of event: the patient was 62 years old at the time of study enrollment. Updated fields: b5 - describe event or problem. H6 - patient codes, impact codes, evaluation conclusion codes. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the subject was diagnosed with recurrent in-stent restenosis 588 days post index procedure and underwent an elective revascularization procedure. The subject underwent treatment with the ranger drug coated balloons and eluvia drug-eluting stent on (B)(6) 2022 as a part of the elegance clinical trial. The target lesion was in the left proximal superficial femoral artery (sfa), left mid sfa extending up to left distal sfa. The target lesion had a 5 mm proximal reference vessel diameter, 5 mm distal reference vessel diameter, a lesion length of 80 mm, and was 100% stenosed and was classified as tasc ii d lesion. Prior to target lesion treatment with study devices, embolization protection device was placed using a non-boston scientific embolization protection device and pre-dilation was performed by using 5.0 mm x 200 mm charger balloon and a non-boston scientific cutting balloon. Treatment of target lesion was performed by dilation using of two 5.0 mm x 80 mm ranger drug-coated balloons study devices followed by the placement of 6.0 mm x 60 mm eluvia drug eluting stent study device. Post target lesion treatment was performed by placement of a non-boston scientific bare metal stent and dilation was performed by using two non-boston scientific balloons. Following treatment, the final residual stenosis was noted to be 0%. On the same day, the subject was discharged from hospital on dual antiplatelet therapy. On (B)(6) 2023, the subject presented with pain in the left leg possibly due to worsening vascular disease. Subsequently, subject underwent bilateral abi assessment: left leg resting abi was 0.83 which was suggestive of mild disease. Pulse volume tracing is suggestive of mild peripheral arterial occlusive disease. Tbi was 0.50 which is within abnormal range along with toe pressure 60 mmhg. Right leg abi was 0.90 which was suggestive of mild disease. Pulse volume tracing is suggestive of mild peripheral arterial occlusive disease. Tbi was 071 along with toe pressure: 85 mmhg. On (B)(6) 2023, subject underwent bilateral arterial duplex which revealed: left lower extremity: stent was noted in the proximal to distal superficial femoral artery and greater than 80% stenosis was noted in the proximal stent. Doppler measurements in left inflow stent proximal to distal sfa was 65 cm/s, left origin sfa stent was 99 cm/s, left proximal sfa stent was 422 cm/s, left mid sfa stent was 52 cm/s, left distal sfa stent was 55 cm/s, left outflow stent was 53 cm/s. Right lower extremity: 50 - 70% stenosis noted in the distal. On (B)(6) 2023, subject complained of worsening leg and foot pain along with numbness and tingling. On (B)(6) 2023, 588 days post index procedure, the subject was diagnosed with peripheral vascular disease and presented to hospital for elective procedure of revascularization. The subject underwent aorto-ilio-bifemoral angiography which revealed: left: patent in renal artery, internal iliac artery, external iliac artery, common femoral artery, popliteal artery, tibioperoneal trunk. 90% in-stent recurrent stenosis noted in superficial femoral artery. 100% stenosis noted in anterior tibial and peroneal artery. Right: patent in renal artery, internal iliac artery, and external iliac artery. 30-40% stenosis noted in the common iliac artery. 90% in-stent stenosis noted in the left proximal sfa was angioplastied using a non-boston scientific cutting ballon and a 6.0 mm x 2.0 mm small peripheral cutting otw balloon, followed by a 6.0 mm x 60 mm ranger drug-coated balloon. Post procedure, the final residual stenosis was noted to be 0%. The same day, the event was considered to be resolved and at the time of the event, subject was on clopidogrel. It was further reported that the reported event of recurrent in-stent restenosis of the left sfa was not alleged to be related to the eluvia device.